Event description:
The customer contacted stryker to report that their device froze. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.